Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device received external shock and cardiopulmonary resuscitation (CPR). The patient had ventricular fibrillation (vf). The device had triggered code 1004 code indicative of short circuit and code 1007 due to capacitor charge time exceeding limitations. The battery status reached end of life (eol). This lead had an insulation damage. Subsequently the device and this lead was explanted and successfully replaced. It was further noted that the right atrial (ra) lead had insulation damage and when the new device was implanted, the right ventricular (rv) lead exhibited out of range shock impedances. So, ra and rv leads were also explanted and replaced. No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).